Manufacturer narrative:
(B)(4) do not apply to this event.

Event description:
Additional review of the original information clarified that the patient was in pain because he couldn't empty his bladder after being on anesthesia for 3.5 hours. This was due to a sleep apnea device that he had implanted.

Event description:
Additional review of the source document indicated that the patient was in the hospital for non-related reasons. The patient was in the hospital to have the sleep apnea device implanted which required anesthesia. These events are not related to the manufacturer's device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the patient was in the hospital for unrelated reasons and they lost his remote. He was in pain and could not use the bathroom and could not empty out the bladder. He was having the second stimulator placed for the second device and found out that the battery was low and needed to be charged. The patient was under anesthesia for 2 hours, and the patient had the second implant for sleep apnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.